Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.   Investigation is ongoing (device return expected).

Event description:
As reported by field clinical specialist (fcs), the 26mm commander delivery catheter balloon ruptured during valve deployment. The balloon was fully inflated, and the valve was fully expanded. It was felt the balloon ruptured due to the very bulky calcified sinotubular junction. The valve was successfully placed, with trace leak by echo. Upon withdrawal of delivery catheter, it appeared the balloon caught on the tip of the esheath, thus delaminating and subsequent in-folding of the sheath. It appeared the physician pulled hard and the delivery system separated. All pieces were retrieved and confirmed. Due to the removal of the ruptured balloon, the femoral puncture site was unable to be closed with the proglides. Cutdown was made and vessel closed by the surgeon. Proper flow was confirmed with aortography. The delivery system and sheath were removed simultaneously as they could not be separated. The distal tip (closest to the nose cone) of the delivery system resulted in injury to the puncture site. The physicians weren¿t convinced that the proglides would hold so the decision was made to perform a cutdown and repair the artery surgically.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:   2015691-2019-02341. The balloon was fully inflated when it burst. The patient had moderately calcified leaflets. 2+ ccs were added as extra volume to the balloon prior to the inflation. The operator removed the entire system through the esheath. The edwards commander delivery system was returned to edwards lifesciences for evaluation, fully inserted through loader assembly stylet inserted and in the locked position. There was a kink on the proximal balloon shaft due to returned packaging. No relevant photographs, videos, or imagery were provided for review.  The delivery system was visually inspected. The delivery system was locked at packaging position and the proximal balloon shaft was bent due to packaging. The y-connector to guidewire joint was broken, and there was adhesive present in the y-connector. The inflation balloon was not returned. The distal balloon wing was flared out. Due to the condition of the returned device (burst balloon) no functional testing could be performed. As the inflation balloon was not returned (burst balloon/missing balloon working length) no dimensional analysis testing could be performed. The complaint was confirmed through visual inspection. The work orders related to the device and any components that were relevant to the complaint event did not reveal any manufacturing issues that could have contributed to the reported event. A review of lot history for revealed no additional complaints for the events. A review of complaint history from july 2018 to june 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for related events. These complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggests that patient/procedural factors likely contributed to the complaint events. The review of complaint data found that the complaint rate did not exceed the june 2019 control limit for the trend categories. During the manufacturing process, multiple visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), prepping manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. The complaints were confirmed through visual inspection of the returned device.  Device history records (DHR) review, lot history review, and complaint history review, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the complaint event description, ¿during valve implantation the balloon ruptured due to the patient¿s very bulky calcified sinotubular junction (stj)¿. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcified nodules can compromise the structure of balloon wall, even in at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such available information suggests that patient factors (annular calcification) may have contributed to the complaint event. A technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. This could have increased withdrawal difficulty as they create non-coaxial retrieval angles through the sheath. As result, additional pull force was likely applied in an attempt to remove the delivery system which could have caused the distal tip separation from the delivery system and balloon material separation. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) and/or procedural factors (retrieval of burst balloon) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. A review of available information did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Available information suggests that patient (calcification) and procedural factors (withdrawal of burst balloon) contributed to the reported events. No IFU/training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither product risk assessment (pra) escalation nor corrective actions are required at this time.